Manufacturer narrative:
During follow-up, the patient said the ultra m14 catheter is not as stiff and the lubricant was thicker compared to his preferred product (another hydrophilic catheter brand) which made it more difficult to insert and withdraw. Although the ultra m14 catheter has an insertion sleeve to hold onto during insertion to avoid catheter touching, he felt it more difficult to insert without touching the catheter which may cause or contribute to acquiring the uti. After reviewing his catheterization technique, it was discovered that while the patient washes his hands before catheterizing, he does not wash or clean the insertion area routinely. The patient was informed that (B)(6) consultant nurse and instruction guide says cleaning the head of the penis before inserting may reduce the probability of infection.

Event description:
Intermittent catheter patient (user) reported his penis became very sensitive and caused a urinary tract infection (uti) while using samples of the ultra m14 catheter. He also said they were painful to insert and remove. During follow-up, the patient reported he was prescribed an antibiotic, took the full course, no longer has symptoms of an infection, and feels fine.